Manufacturer narrative:
The device was returned and evaluated. The evaluation concluded likely customer abuse.

Event description:
Provider alleges the consumer was sitting in the chair when the back allegedly snapped off causing the consumer to fall to the floor.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges the consumer was sitting in the chair when the back allegedly snapped off causing the consumer to fall to the floor.